Event description:
On (B)(6) 2014 the patient contacted animas alleging that her display screen went blank. During troubleshooting, the display reportedly came back on with a battery change. However, as there was no explanation for why the screen went blank, the pump was replaced. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on normally to the verify screen; the complaint of a blank display could not be duplicated on investigation. A review of the pump histories indicated a call service alarm 054 had occurred on (B)(6) 2014. Unrelated to the display complaint, the battery compartment was observed to be cracked.